Manufacturer narrative:
The unit was received without its battery cap; the alleged battery cap damage could not be confirmed. The following damage was noted: completely broken reservoir tube lip, minor scratched display window, cracked battery tube threads, scratched reservoir tube window, missing reservoir tube o-ring and broken battery tube threads.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had physical damage. The battery compartment and reservoir compartment were falling apart. The battery cap contacts also became separated from the plastic. The patient changed the battery a few days ago but the insulin pup would not turn on. The patient's blood glucose at the time of incident is unknown. The insulin pump was returned for analysis.